Manufacturer narrative:
G1,2 email is: regulatory.responses@icumed.com.

Event description:
Additional information received via email. The event occurred during bench testing.

Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device "will not over temp". Patient involvement is unknown.

Manufacturer narrative:
Other, other text: g1, h3, h6 - updated. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was confirmed. The device will not alarm in over temp. The root cause is that the device was out of calibration and will be recalibrated. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. D3, g1, and g2 email is: (B)(6).